Event description:
Clinical svc spec. (Css) and customer reported damaged tubing/leak at the hematocrit sensor. During training, they reported on the second day of treatment, during the last of 6 cycles a blood pump error alarm occurred when returning. After resetting the alarm and restarting the alarm recurred. The customer started a saline bolus and an empty saline alarm occurred. Saline was not empty. Customer restarted the saline bolus and flushed the flm with saline by holding up and pressing the saline bag. The display showed 0 ml bolus volume but the flm was flushed with saline. The customer detected a squeezed ac line near the drip chamber. A short time after starting photoactivation, the css and customer found fluid around the hematocrit sensor. When inspecting the hematocrit cuvette, a hole in the adhesive area around the ingoing tube was found. The treatment was aborted and the customer elected to return the blood/blood products to the pt. Treatment volume was 234ml. Customer stated that the pt was in good condition. Customer submitted photos for investigation.

Manufacturer narrative:
Batch record review of lot c703 was conducted. There were no non conformances related to this event type reported for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and further investigation is ongoing at this time. The assessment is based on info available at the time of the investigation. No physical product was returned by customer for investigation. However, the customer did submit photos for investigation. These photos have been received and are being evaluated. However, no root cause can yet be determined as the investigation is still ongoing at this time. (B)(4).